Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and suture was used. During the procedure, there were tiny pinholes in the packaging. The procedure was completed with another like device. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 05/13/2016. Conclusion: the actual device was returned for evaluation. Visual examination observed small holes in the opened foil package. The holes were located in areas where the actual foil presented a multitude of wrinkles caused by foil opening.